Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1316512) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the mid femoral head via a 7f terumo sheath. There was one sheath exchange from a 7f 45cm terumo sheath to a 7f 11cm terumo sheath. A pre-procedure femoral angiogram showed "noticeable" presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6-7mm. Peri-procedure, the patient was anti-coagulated with heparin and plavix. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped and deployed per the IFU. The patient was experiencing a lot of pain and sensitivity at the access site prior to the deployment of the device and during the sheath exchange. Lidocaine was given to the patient for localized pain. After the device was removed, pressure was held for 5 minutes at which time the patient felt the pain grow stronger around the access site. The patient was moved into the holding area at which time the access site was firm and sensitive to touch but there was no confirmed hematoma. Approximately 45 minutes later the patient was reassessed and additional manual compression (unknown duration) was applied to the site which appeared to be getting puffy. The patient's heart rate and blood pressure began to drop as a vagal response to the manual compression. The patient was given .5ml of atropine to return the vitals to an acceptable level. An ultrasound was performed revealing a pseudoaneurysm measuring 1.4cm in size. The physician ordered an artery cut down and used stitches to resolve the pseudoaneurysm. There were no complications with the artery cut down. The patient remained in the hospital. The patient's discharge date is unknown. No additional information is available.